Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 28x3.0mm, de novo target lesion was located in the left anterior descending (lad) artery. A 3.00x28mm promus element ¿ drug-eluting stent was selected to treat the lesion. When the physician opened the stent, the physician noted that the struts on the crimped stent were damaged and uneven in texture. The procedure was completed with another 3.00x28mm promus element ¿ drug-eluting stent. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut on the 1st row from the proximal end of the crimped stent was damaged and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during attempts to cross the lesion. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 28x3.0mm, de novo target lesion was located in the left anterior descending (lad) artery. A 3.00x28mm promus element ¿ drug-eluting stent was selected to treat the lesion. When the physician opened the stent, the physician noted that the struts on the crimped stent were damaged and uneven in texture. The procedure was completed with another 3.00x28mm promus element ¿ drug-eluting stent. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).